Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The previous cuff component of the aus was explanted and replaced with a new a new 3.5 cm cuff. No patient complications were reported in relation to this event. The explanted cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due recurring incontinence secondary to urethral atrophy. The previous cuff component of the aus was explanted and replaced with a new a new 3.5 cm cuff. No patient complications were reported in relation to this event. The explanted cuff is not expected to be returned. A supplemental report will be filed should additional information be received or the product returned for analysis.